Event description:
It was reported that during an unk procedure, the staples were malformed after the device was fired. Hand sewing was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.